Manufacturer narrative:
Results: the 3maxc was kinked approximately 29.0, 64.5 and 103.0 cm from the hub. The device was stretched and ovalized from approximately 147.0 ¿ 163.0 cm from the hub. The device was fractured approximately 151.5 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a fracture and revealed stretching on the distal shaft. If the device is retracted against resistance, damages such as these may occur. During functional testing, a demonstration 3maxc was advanced through the returned jet7 and jetd without an issue; therefore, the root cause of resistance experienced during the procedure could not be determined. The guidewire used in the procedure was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system jetd reperfusion catheter (jetd), a penumbra engine (engine), a penumbra engine canister (canister) and a guidewire (fathom). It was noted that the patient anatomy was slightly tortuous. During the procedure, the physician made two passes using the 3maxc and jet7 with the engine; subsequently the clot was pushed further distally and ended in the m2 segment. Next, the jet7 was removed and replaced with a jetd to target the m2. The physician then experience resistance while advancing the fathom over the 3maxc through the jetd. Then, the third pass was made using the 3maxc and jetd. Upon completion of the third pass, the 3maxc was removed and upon removal, it was noticed that the distal end of the 3maxc was frayed. Subsequently, the physician realized that the tip of the 3maxc was aspirated through the jetd and into the canister. Since most of the clot was aspirated, the physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.